Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that subject: (B)(6)-l:x-rays showed loosening of the glenosphere complex tilting upwards. Revision surgery was performed (B)(6) 2018 to fix loose component.